Event description:
On (B)(6), 2011, the pt underwent treatment with gore excluder aaa endoprostheses. On , 2011, the devices were explanted. After multiple attempts, no further info was provided.

Manufacturer narrative:
Results ¿ the mfg records review verified that the lots met all pre-release specifications. (B)(4).